Manufacturer narrative:
.

Event description:
It was reported that when the patient presented to the ER for inappropriate therapy due to lead noise, the device was found in back-up vvi. A device download was successfully performed.